Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately three years ago. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: m365sc9218150, model: sc-9218-15, serial: (B)(4), batch: 20142592/19781964.

Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the patient experienced shocking sensation at times when stimulation was off. All device components were explanted.

Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the patient experienced shocking sensation at times when stimulation was off. All device components were explanted.

Manufacturer narrative:
Sc-1132 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Sc-9218-15 (sn: (B)(6)). The returned adapters were analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced pain at the ipg site. It was also noted that the patient experienced shocking sensation at times when stimulation was off. All device components were explanted.